Manufacturer narrative:
Correction: manufacturer name, city and state and MFR site. Additional information: adverse event problem. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should addition relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with a revaclear dialyzer, the patient experienced an elevated transmembrane pressure (tmp) of 325. It was reported the blood was not going through the dialyzer (no further details). Treatment was discontinued and the blood contained in the arterial blood line was returned to the patient. Treatment was restarted and completed with a different dialysis machine set up. No additional intervention was performed. The patient returned home with a blood pressure (bp) of 181/99 mmhg. Bp prior to treatment was 119/79 and during was 147/93. The following day, the patient presented to the emergency room with signs and symptoms of hemolysis. It was not reported if the patient was hospitalized for the event. Treatment and interventions were not reported. At the time of this report, the patient was recovered. No additional information is available.